Event description:
It was reported that during follow-up, the patient experienced chest pain and shortness of breath. Shortness of breath occurred with exertion. The chest pain was not activity related. The patient stated it felt like her heart was pounding. The patient had a history of syncope and had also been diagnosed with long qt syndrome. It is not known if the syncope was related to her condition or to device function. During the follow-up, far-field oversensing was observed. Programming changes were made, but did not make a difference, so the device was programmed back. Normal patient follow-up continued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.